Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 18dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator was alarming and could not be powered off. The customer stated that at times the ventilator will turn on for just a second then go into an inoperable state, then at times start up for a second again. No patient harm reported.

Manufacturer narrative:
Date of report : 03jan2019, date rec¿d by MFR : 26dec2018. The customer reported that the power supply was replaced and the issue is resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.